Manufacturer narrative:
(B)(4). Batch # m5433r. Sled movement. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60g loaded on the device was received with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override feature worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure, when firing on the pancreas with a green cartridge and gore seamguard buttressing, the device was fully articulated, closed on the tissue, and attempted to be fired, but the device locked-out. It was unknown if the knife reverse switch was attempted, but the manual override was used and did not work. Since the surgeon did not want to rip the device off with the tissue, a like device was opened and used with a green cartridge and seamguard to transect above the device removing more of the pancreas than originally intended. There were no patient consequences reported as a result of the excess tissue removed. After the device was removed, the tissue slid out of the jaws with the seamguard, but the jaws remained closed. It was unknown which firing number of the device the issue occurred on. The case was completed with the like device. There were no patient consequences reported.